Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the force bipolar instrument did not move as intended; delayed and drifting. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument exhibited uncontrolled motion and movement in the opposite/wrong direction during use, with no visible damage to the jaws, tips, or cables reported. No patient injury occurred.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found the reported event with the instrument could not be replicated nor confirmed. Failure analysis could not verify the customer reported event. The instrument was tested on an in-house system, and it passed the recognition, engagement, and passed energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips open and closed properly. The instrument was fully functional. No product issue was found. The complaint regarding instrument did not move as intended was not confirmed by failure analysis.